Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that they received multiple constant tone and alarm. The customer's blood glucose was 240 mg/dl at the time of incident. The customer stated that the alarm was unable to be cleared. The customer agreed to return the insulin for analysis.

Manufacturer narrative:
After battery was installed, the insulin pump had an unexpected white flashing lcd followed by an unexpected intermittent beep alarm due to cracked lcd controller. We were unable to perform functional testing including self-test, rewind, seating, basic occlusion, occlusion, force sensor and displacement tests due to display anomaly. The insulin pump had cracked case at reservoir tube lip, cracked battery tube threads and minor scratched lcd window noted.